Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch report mw5082695) that a patient of unknown age who underwent an unspecified procedure with a saline mentor smooth round moderate profile 350cc breast implant and an unspecified mentor saline breast implant began experiencing health problems one year post implantation. The patient reported the following: " joint pain, fatigue, anxiety, digestive issues. As the years went on, my symptoms got worse. I saw a myriad of doctors who performed test and was diagnosed with autoimmune and dysautonomia. No treatments helped and my health deteriorated and left me bedridden. I had my breast implants removed on (B)(6) 2018 and within a few days 90 percent of my symptoms went away. The breast implants were definitely making me sick." No device issue, such as deflation was reported. The root cause of the patient's symptoms are unclear. This report is for the second of two devices.

Manufacturer narrative:
The following information was mistakenly omitted from the follow up report 1645337-2019-09317 submitted on 4/12/2019: the patient reported that she was diagnosed with pots in 2006, psoriatic arthritis in 2012 and with chronic fatigue syndrome on unknown date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019: patient dob is (B)(6) 1963. Patient age at the time of event was 41. Device serial number was identified as (B)(4). The unknown device was identified as a saline mentor smooth round moderate profile 350cc, catalog number 3501655, lot number 270796, serial number (B)(4) additional symptoms reported were joint pain, dizziness, brain fog, and skin rash. It is reported that post implant removal, patient condition is improved. Fatigue, brain fog and anxiety were gone when patient woke from surgery. Joint pain is still peristent. Manufacturer¿s reference number: (B)(4). (B)(4).